Manufacturer narrative:
No device failure.

Event description:
The reporter indicated an epilepsy "pt has deceased per autopsy report reason unk." Date of death is unk. Death classified as a definite sudep. Good faith attempts are being made for additional info.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2007 and the patient's cause of death was potential sudep with other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of definite sudep. There is no allegation or other information indicating that the death is related to vns.